Manufacturer narrative:
H3: one device was received. Device was visually and functionally tested but the customer reported complaint was unable to be confirmed. Accuracy test results were within acceptable parameters. The probable cause is unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was over infusing. The event happened during testing. No patient involvement reported.